Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a scan error when attempting to start a new freestyle libre 3 plus sensor with the ilet, which was resolved after deleting and reinstalling the ilet app and restarting the ilet, consistent with an intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure and involvement of the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.